Event description:
Following a laparoscopic tubal sterilization procedure, the surgeon was probing and cutting adhesions around the fallopian tubes. The scissors jaws broke and locked in the open position. It was necessary to withdraw the scope and scissors together from the patient. Some blood was seen oozing from the closed incision when the patient was in the recovery area. A second surgery was done to stop bleeding in the abdomen. The open jaw position of the broken forceps is beleived to have caused damaged to tissue as it was withdrawn through the abdominal wall.